Event description:
The customer reported at 8:26 am she activated a new pod and her blood glucose and insulin history. Then she realized the cannula had dislodged out of the infusion site and it appears to be slightly bent.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. No bend or kink was observed in the cannula.